Manufacturer narrative:
It was reported by the facility that after the nurse administered a tuberculin test to a patient in the patients right forearm the nurse experienced a needle stick. Per the facility report, after injecting the tuberculin with her right hand the nurse attempted to use her right index finger to push the safety slide up to activate the feature and she punctured her right hand with the used syringe. The nurse washed the area with soap and water and went to the local hospital to have a hepatitis panel and hiv test performed per facility protocol which showed negative results. Per the facility report the nurse is feeling fine and there is no evidence of infection. The actual needle used was disposed of and was not returned to the manufacturer for evaluation, according to the reported incident the root cause was determined to be use error. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported by the facility that after the nurse administered a tuberculin test to a patient in the patients right forearm the nurse experienced a needle stick.